Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
During the use of the device, there was no bag in the introducer. The surgeon searched for the bag for 1 hour and a half but no bag was found. The incident caused an extension of the duration of the intervention and implicitly of the general anesthesia of 1h30. It caused an irradiation of the patient with x-rays when staff was searching for a non-existent bag and caused enlargement of the scar initially planned. These are many factors that were not necessary and that can have serious consequences for the patient. Currently the patient is fine.